Event description:
A patient presented to the hospital holding the proximal tubing of a peg tube that had detached and pulled from its internal retention dome. The dome was retrieved from inside the stomach by an endoscope.